Event description:
Customer reported to beckman coulter, inc (bec) that the probe valve switch of the cytomics fc 500 mpl flow cytometer leaked liquid. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the probe switch valve.

Manufacturer narrative:
(B)(4).